Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: no power on reset (por) events were observed in the black box. No damage was found to the returned battery cap. The battery compartment was observed to be cracked above and below the bumper pad. The returned battery cap contact height and width measurements were within specifications. The returned battery cap was able to secure to the pump. During testing, the pump booted to the verify screen with audible and vibratory features appropriately functioning. The pump was exercised for 24 hours with the returned battery cap with no por¿s. The pump cover was removed; no evidence of internal moisture or damage was found to the power circuit. The reported no power complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).